Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope displayed an image with a black screen. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (b5 ¿ describe event or problem) should be: it was reported, the bronchovideoscope exhibited the screen flickered and image with black screen. The issue occurred during reprocessing. The patient was not under anesthesia. There were no reports of delay, patient harm, injury, or death. Correction: (h6 ¿ health effect - impact code) should be: 2199 ¿ no health consequences or impact. Correction: (h6 ¿ medical device problem code) should also include: 1182 ¿ erratic or intermittent display. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, flickering screen and image with black screen, could not be identified. We could not conclusively specify the root cause of the suggested events. Presumably, from the following investigation result that water/humidity invaded the device which caused breakage of circuit board inside the connector. As a result, the suggested event occurred. Water leakage inspection - scope connector (fail). However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor the field performance for this device.